Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 16 - 0x20e6 issue was verified, but the load fill estimate - minimum fill issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual dose injection to address bg.